Manufacturer narrative:
A zoll fse (field service engineer) visited the customer site to evaluate the device. The fse performed ventilation testing and was unable to duplicate the reported issue. The log review confirmed occurrences of the reported issue; however, based on the log review and onsite testing, the root cause of the reported issue could not be conclusively determined. It is possible the device was used in an environment with elevated ambient oxygen levels, which may induce the alarm. The customer was advised that a 2-point o2 sensor calibration should be performed prior to each patient use.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device experienced a high o2 internal concentration. Complainant indicated no adverse effect to the patient.